Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bent and gouged homan. Case type: no associated procedure.

Event description:
Bent and gouged homan. Case type: no associated procedure.

Manufacturer narrative:
Reported event: bent and gouged homan. Case type: no associated procedure. Product evaluation and results: visual inspection: confirms the mako retractor is bent and gouged. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 44155, and accepted into final stock on 11/27/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210191, lot number 43245, shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.